Event description:
Medical records received ad 8 sep 2023 were reviewed by clinician. On (B)(6) 2017, the patient had bilateral total knee replacements to address bilateral end-stage osteoarthrosis. Depuy components, including depuy patellas were implanted during these procedures. There were no intraoperative complications noted. On (B)(6) 2022 the patient had a revision left total knee to address loosening of prosthesis, pain and instability. Preoperative radiographs were reported to show aseptic loosening. During the procedure, the surgeon removed the femoral component, tibial tray and insert. Patella was left in-situ. There was substantial bone loss at the tibial epiphysis. Pathology report notes inscription on the tibial plate is (B)(6) lot 85273810, and that there was yellowish discoloration, multiple deep scratches and focal delamination on the insert. (Did not mention if this was from removal of implant etc) the pathology report also noted chronic inflammation, foreign body giant body cell proliferation consistent with polyethylene and metallic debris. It should be noted, that there was no mention of a specific loose component or interface in the revision notes doi: (B)(6) 2017 - bilateral; dor:(B)(6) 2022 ; (left knee).

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6) -sep 08 2023 on (B)(6) 2017, the patient had bilateral total knee replacements to address bilateral end-stage osteoarthrosis. Depuy components, including depuy patellas were implanted during these procedures. There were no intraoperative complications noted. (Surgery page 4 of 16). On (B)(6) 2022 the patient had a revision left total knee to address loosening of prosthesis, pain and instability. Preoperative radiographs were reported to show aseptic loosening. During the procedure, the surgeon removed the femoral component, tibial tray and insert. Patella was left insitu. There was substantial bone loss at the tibial epiphysis. Pathology report notes inscription on the tibial plate is (B)(6) lot 85273810, and that there was yellowish discoloration, multiple deep scratches and focal delamination on the insert. (Did not mention if this was from removal of implant etc) the pathology report also noted chronic inflammation, foreign body giant body cell proliferation consistent with polyethylene and metallic debris. Competitor products implanted during this procedure. Part/lot page 16 of 16. It should be noted, that there was no mention of a specific loose component or interface in the revision notes doi:(B)(6) 2017 dor:(B)(6) 2022 (left knee). Doi:(B)(6) 2017 dor: unknown (right knee).